Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was over 600 mg/dl. Customer stated that she is having an issue with her reservoir. Customer had symptoms of high blood glucose such as thirst, fatigue, and being shaky. Customer stated that she had a back-up plan. Customer treated with the pump and injections. Customer stated that the past event took place about 7 weeks ago. Customer ran a manual prime and the insulin did exit the tubing. Customer declined the high pressure test due to just changing the set recently and not currently experiencing high blood glucose. Customer was advised to do a complete set change. Customer stated that she stored the insulin in a refrigerator. Customer was advised to bring the insulin to room temperature before filling the reservoir.